Event description:
It was reported (2) devices were used during an unknown procedure. It was reported by the affiliate that the tct75 instruments would not staple and would not cut. Another instrument was used to complete the case. There was no consequence to the pt.